Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty controller boards on both drawers. A field service engineer resolved the issue by replacing the both drawer controller boards. The system functioned as intended after the field service engineer troubleshooted the device.